Event description:
Previous surgery of act at c5-c6. Pt presented to md's office complaining of dysphagia and shoulder discomfort. X-ray revealed slight dislodgement of the cervical plate from the c5 vertebral body. Cervical plate was implanted 2003 and was explanted 2004.